Event description:
It was reported patient experienced ineffective stimulation with the s2 drg lead. To address the issue, surgical intervention was undertaken wherein the s2 lead was explanted and an additional l5 lead was added. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.